Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported that pairing failed on both the smart device and receiver. Patient tried to pair using a third transmitter, and was successful. No additional patient or event information is available.